Manufacturer narrative:
Date rec'd by MFR: 21jun2019. Repair information was confirmed. The relationship of the device to the reported issue was confirmed. Although requested, patient information was not disclosed. The field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted the backup alarm failure error code in the units logs. The fse concluded that the error was caused by a failure in the backup alarm audio device mounted on the central processing unit (cpu) board. The fse replaced the cpu board to address the reported issue. The operational noise was found to be loud during this servicing, so the blower was also replaced. After this repair the unit was checked, cleaned, and determined to be functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 14oct2019. The central processing unit printed circuit board assembly (cpu pcba) was received for evaluation. Visual inspection of the cpu pcba revealed no evidence of damage or contamination. Failure investigation performed an internal visual inspection of the audio piezo buzzer (ls1) and identified that the root cause was cold solders on 330 ohms 5% resistor leads in the ls1 buzzer generated the 1104 diagnostic code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that a check vent: back up alarm failed error occurred. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/10/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that a check vent: back up alarm failed error occurred. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.